Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the rep was in the case when the rf1 began beeping, as if it had been activated. But no buttons had been pressed to start the device the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a shorted or defective probe output, defective pcb, nonconforming handpiece cable, probe button stuck. A footswitch also can used to activate the rf probe, therefore, use of the footswitch can also be considered a possible root cause. (B)(4).

Event description:
It was reported that the device continuously activated.